Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: -breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor -dust, dirt, foreign matter, etc. Adhered to the electrical contacts of the video connector, and the connection status was not sufficient, resulting in a temporary deterioration in the electrical connection status with the system, and the video connector-printed circuit board malfunctioned (abnormal) -accumulation of electrical load (stress) due to energization of the electric board inside the scope connector (including electric parts mounted on the electric board), accidental application of static electricity, overcurrent due to attachment / detachment while the system is on, etc. Caused the electrical connection to deteriorate, adversely affecting the image signal output, causing the image signal output to become unstable and malfunction (abnormal) however, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. [Inspection of the endoscopic image] confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital (edited in respective field due to character limitations). The device was returned and evaluated, and the customer's allegation was not confirmed. The following device components were found to be scratched: control unit, grip, right/left (r/l) lever, up/down plate, lock engagement lever, r/l plate, switch button one, video connector, video connector case, light guide (lg) cover glass, and the lg connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that an e216 error occurred while using the endoeye flex deflectable videoscope. The issue occurred during preparation for use for a therapeutic procedure (lapacole). There was no delay and it is unknown how the procedure was completed. There was no patient harm associated with the event.